Event description:
During an or procedure for a shoulder arthroscopy, water made contact with the plug of the bed. This resulted in a pop noise, and a flame of 2-3 feet. Patient disconnected from gas source and bed immediately unplugged. Once bed unplugged, flame dissipated.